Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high astl aspartate aminotransferase result for one patient sample. The initial result was 248 u/l with a data flag and was reported outside of the laboratory. The physician questioned the result and the sample was repeated with a result of 44 u/l. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 223106. The expiration date was requested but was not provided. The patient's alp and alt were also repeated and the results matched the original results. The customer performed a precision study for ast using a patient sample and had no issues. The field service representative found precipitant on the rinse nozzle. He cleaned the rinse nozzle, checked the gear pump and system for contamination, and checked all levels. Precision testing and qc was performed and was acceptable.